Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The four tines were found to be intact upon visual examination. Electrical testing did not find any indication of conductor fractures or internal shorts. There were no anomalies were found upon visual examination.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced. The patient was in stable condition.